Event description:
It was reported that the customer passed away due to diabetes and heart problems. It was stated that the customer had many health issues that lead to his death. The customer was not wearing the insulin pump at the time of death. The caller declined to return the insulin pump for analysis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.